Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalised due to unknown reason. Customer stated that they experienced low blood glucose. The customer's blood glucose level was 65 mg/dl and 101 mg/dl at the time of incident. Customer did not experienced symptoms of low blood glucose. Customer also stated that insulin pump was turned off and insulin pump and meter paired successfully. The insulin pump will not be returned for analysis.